Event description:
It was reported that, "surgical tech tried to put it on the clamp, it was sticking, tapped with a mallet, and it split in half."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.